Event description:
It was reported that an error code occurred on an external pulse generator (epg). Technical services advised the caller to remove the battery to reset the epg and turn the device on again. The caller was unable to duplicate the error. The device was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).